Event description:
Elderly male with history of severe lad (left anterior descending artery) disease and recent chest pain. Procedure: left heart catheterization and percutaneous transluminal angioplasty with stent. The emerge balloon could not load onto the wire. A new emerge used without difficulty. No known harm to patient. Manufacturer response for catheters, transluminal coronary angioplasty, percutaneous, nc emerge (per site reporter). Will obtain.